Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. Visual inspection found no defects. The customer reported that they were having insulation issues. The reported condition was confirmed. The product passed hipot testing. The clear insulation was not damaged and was still in the correct location on the product. The investigation found the device to function normally and within specifications.

Event description:
The customer reported they were having insulation issues with the device. A superficial burn to the bowel was noted. No treatment was required for the patient.